Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. There was no damage or defects observed during the visual inspection. The device passed all functional testing. The battery full charge levels were acceptable. The reported power issue was not observed during lab testing.

Event description:
The customer reported that the device randomly shuts off. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : device not returned.

Event description:
The customer reported that the device randomly shuts off. There was no patient impact or consequence reported.